Manufacturer narrative:
Updated data: b4, g3, g6, h1, d9, d10, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions) corrected date: e1(initial rep name, email), g2. A getinge field service engineer (fse) was reported that the upper lcd panel was defective and replaced the part. Then the fse completed a full pm under (B)(4), and the unit passed all testing as per factory specifications.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) displayed bad row of pixels on the upper lcd display. There was no patient involvement.